Manufacturer narrative:
The report # 3003721894-2018-00010 is associated with (B)(4), poligrip. Poligrip is marketed as super poligrip in the u.s.

Event description:
Just had a stroke [stroke]. Case description: this case was reported by a consumer via call center representative and described the occurrence of stroke in a male patient who received gsk denture adhesive (formulation unknown) (poligrip) unknown for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started poligrip. On an unknown date, an unknown time after starting poligrip, the patient experienced stroke (serious criteria gsk medically significant). On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the stroke was not reported and the outcome of the product complaint was not reported. It was unknown if the reporter considered the stroke to be related to poligrip. Additional details: adverse event was reported by consumer's wife in regards to poligrip (unspecified). The patient's wife stated that her husband "uses quite a bit of it. He just had a stroke."